Event description:
A surgeon from (B)(6) reported via fax that: "a pt underwent a surgical procedure of resection of the femur due to right distal femur ostheosarcoma on (B)(6) 2000. On (B)(6) 2010, the pt underwent a revision surgery in order to substitute the polyethylene component due to the wear of this item. During the surgical procedure, the surgeon discovered a fibrous reaction that eroded the femur and that enveloped the prosthesis.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s, but a similar device is commercially available in the u.s.